Event description:
Reporter stated that a neonate's blood glucose was measured on the accu-chek performa system with a result of 41 mg/dl. The neonate's blood glucose was simultaneously tested on an accu-chek sensor system with a result of 64 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect products for eval.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the suspect device used with the sensor system. (B)(4)